Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was turned on after being powered down for an extended period of time, and the touch screen was unresponsive. The customer's blood glucose was 179 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.